Manufacturer narrative:
After battery installation, the unit powered up with a blank display due to heavy corrosion and rust just about everywhere inside the unit. Unable to perform the displacement test due to the blank display. Unit received with a crack on the battery tube which extends to the top where the battery threads are located, another crack on the battery tube which starts at the corner of the belt clip rails, and a third crack that runs horizontally across the battery compartment about 1.5 centimeters above the bottom. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had hardware damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.